Event description:
The customer reported that the system intermittently would not display the fluoroscopic image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system but was unable to find the cause and correct the problem. No conclusion can be drawn as repair information is not available. The customer continues to use the system.